Manufacturer narrative:
H3: device was evaluated. H6: update codes - investigation findings c19, investigation conclusions d15. Engineering evaluation: (a) evaluation of the deployment mechanism was not possible because the endoprosthesis was returned free of the delivery system. A deployment line and deployment knob were not returned. The endoprosthesis was returned with extensive damage, including stent wire unraveling and detachment from the body of the stent-graft, ripped body tape, and exposed wire apices on the distal end of the endoprosthesis. Distorted graft material was also observed near the proximal end of the endoprosthesis, obstructing the lumen. The discrepancy between the measured length of the endoprosthesis (approximately 1.5 cm) and the labeled length (2.5 cm) may be attributed to the extensive damage observed during evaluation with scrunching of the proximal end. The damage is consistent with device withdrawal first attempted through a sheath and then with a snare as reported. The field¿s report of damage observed at the proximal end of the viabahn® device outside the patient align with observations gathering during device evaluation. Engineering evaluation of the returned device could not establish the cause for the reported partial deployment with stuck deployment line. (B) a device photo was returned for review. The photo was reviewed as part of the investigation and is consistent with the information gathered during the engineering evaluation. The photo demonstrates a damaged viabahn® device endoprosthesis with visible stent wire deconstruction and separation and graft material damage. Further detail on the damage could not be discerned due to quality and magnification of the photo provided for review. Investigation conclusions: this complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was partial expansion of the endoprosthesis within the patient, and the device was subsequently withdrawn with a snare. The viabahn® device was returned to gore for evaluation, and the endoprosthesis was returned with extensive damages and free of the delivery system. Therefore, an assessment of deployment mechanism performance was not possible. The cause for the reported deployment difficulty could not be established as the failure could not be independently recreated.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: patient age is not available. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Code c21 - returned device is under evaluation by w. L. Gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient was to be implanted with a 6mm x 2.5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat pseudoaneurysm at left superficial femoral artery. A 0.035'' x 260cm guidewire and an 8 fr x 40 cm sheath were used. Viabahn device was advanced from right femoral artery over to the left superficial femoral artery. A guidewire was used, and the 6mm x 2.5cm viabahn device was selected based on the diameter of the target blood vessel. After being advanced to the target lesion, viabahn device was planned to be deployed under angiography. When deployment line was deployed on its halfway about 3/4, it got stuck. Despite repeated attempts, there was no result. Viabahn device expanded around 1 cm. The physician had no choice but to try to retract the stent into the sheath. It didn't work after several attempts, then viabahn device was removed back into the sheath with the use of a snare. Subsequently, viabahn device and sheath were removed together. The proximal end of viabahn device was observed damaged outside patient. Another viabahn device of same size was used to complete the procedure successfully.